Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving di laudid (5mg/ml at 1.05mg/day) via intrathecal drug delivery pump. The indication for use was noted as non-malignant pain. It was reported that a motor stall was seen at initial interrogation. It was unknown if the patient recently had an MRI. The motor stall occurred on (B)(6) 2018. The hcp did not think the patient had an MRI. The pump was alarming. Stopped pump period may exceed tube set was seen. No environmental, external, or patient factors were reported to have caused this issue. Surgical intervention did not occur, was planned, but had not been scheduled. No symptoms were reported. There were no further complications reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer via a device manufacturer representative on (B)(6) 2019. It was reported that the patient's pump had stalled on (B)(6) 2018 and the stall had caused mild withdrawal symptoms including increase in pain and nausea. The patient had been put on oral medication since the stall occurred. There were no environmental, external or patient factors which may have led or contributed to the issue. No diagnostics were performed. The patient's pump was replaced on (B)(6) 2019. The issue was considered resolved. The patient's status at the time of the report was alive - no injury. The patient's weight was unknown. No further complications were reported.

Manufacturer narrative:
Analysis of the implantable pump (serial # (B)(4) identified the teeth on gear wheel three were worn. If information is provided in the future, a supplemental report will be issued.